Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased to high thresholds, and increased to high impedance. Reprogramming was performed, and the lead remains in use. No patient complications have been reported as a result of this event.